Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-1132, serial/lot #: (B)(4), description: precision spectra implantable pulse generator; model #: sc-3138-35, serial/lot #: (B)(4), description: scs phiii ext 35cm.

Event description:
A report was received that the patient had developed an infection at the lead site. Symptoms include drainage and mass. The physician believed that the infection was not device related, and that the site would just not heal completely. The patient underwent a revision procedure wherein the ipg was replaced and the lead and two lead extensions were explanted. No device malfunction was suspected.

Event description:
A report was received that the patient had developed an infection at the lead site. Symptoms include drainage and mass. The physician believed that the infection was not device related, and that the site would just not heal completely. The patient underwent a revision procedure wherein the ipg was replaced and the lead and two lead extensions were explanted. No device malfunction was suspected.

Manufacturer narrative:
Sc-1132 (sn:(B)(4)) device evaluation indicated that the ipg passed visual and performance tests performed. The root cause of the patient¿s infection was not verified. Residual gas analysis verified that the device insulation was not compromised. Sc-8216-50 (sn:(B)(4)) the paddle lead body was cut, and the proximal ends were not returned. Damage to the device was a result of a typical explant procedure and was not considered a failure. Sc-3138-35((B)(4)) device evaluation indicated that the extensions passed visual test performed. Both extensions exhibited no anomalies. Reviews of the sterilization records did not find any anomalies or deviations that potentially relate to the reported event.

Manufacturer narrative:
Additional information was received that the proximal end of the lead was not in the patient, the entire lead was returned.

Event description:
A report was received that the patient had developed an infection at the lead site. Symptoms include drainage and mass. The physician believed that the infection was not device related, and that the site would just not heal completely. The patient underwent a revision procedure wherein the ipg was replaced and the lead and two lead extensions were explanted. No device malfunction was suspected.